Event description:
It was reported by service report that the brakes will not engage from neither brake pedal. The head end and foot end brake cams are broken. No pt involvement or adverse consequences are reported.